Event description:
Based on the results of a hosp record audit, the ICD was at eri indication due to multiple shocks caused by noise on the rv lead. The rv lead impedance dropped significantly since implant, so an insulation break was suspected. The ICD was explanted and the rv lead was capped. Both were replaced. This device was discarded by the hosp. Should add'l info become available, this report will be updated.